Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the balloon migrated from the abdomen area to the scrotum. The component was removed and replaced with a new one. There were no patient complications reported.